Event description:
On (B)(6) 2012, the reporter called animas alleging the keypad is peeling and the up arrow, down arrow and ok keypad buttons are intermittently unresponsive. The patient reportedly wears the pump outside of the clothing and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the keypad button malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no defect was found. Investigation results: the keypad is fully intact, with no peeling or damage observed. All keys exhibited normal responsiviess. There was no no evidence of keypad contamination located under "contrast","up","down" and "ok" contact buttons.